Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (displayed error code when charging a battery) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery. The cause for the failure was isolated to a shorted d1 diode and u13 8-bit cmos flash micro-controller on the bedside pca. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) and reported that the battery charger displayed an error code when charging a battery pack.